Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed stuck button. The patient's blood glucose at the time of incident was 11.0 mmol/l. The customer also received a post-reset error alarm, which they were unable to clear due to unresponsive buttons. The customer stated that the screen would go blank and flash white. The insulin pump will be returned for analysis and replaced.

Manufacturer narrative:
The insulin pump passed functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unable to verify label worn or faded due to serial number label missing. The insulin pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected post-reset ram crc alarm noted. All of the buttons functioned properly. No damage was found on the keypad assembly noted. No stuck button alarm during testing. No unlocked printed circuit board 1 keypad connector during our visual inspection. The insulin pump was monitored for several days and no frozen screen, blank display or flashing white display noted. The insulin pump failed the leak test from cracked case behind the pump near the battery compartment. The insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump near the battery compartment and minor scratched lcd window.